Manufacturer narrative:
(B)(4). A physician reported the cause of peritonitis was diarrhea. The baxter disposable device is no longer considered to have caused or contributed to the reported event. On the same day as the event onset, the patient was hospitalized and began treatment with cefazolin (0.5 g, frequency, route, and duration were not reported) and amikacin (0.1 g, ¿twice¿, frequency and route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and treatment with cefazolin and amikacin were ongoing. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event and the treatment details were not reported. Pd therapy remained ongoing. No information was provided regarding the outcome of the peritonitis event. No additional information is available.